Event description:
It was reported that patient experienced hypotension and cardiac arrest. The procedure was cancelled. During a pulmonary vein isolation with farapulse procedure, a farawave catheter was selected for use. The patient present with a severe cardiomyopathy, was obese and had a very dilated atria. During the third vein applications, patient blood pressure dropped and the heart stopped beating. The patient was reanimated with a cardiac massage. Due to patient comorbidities, the physician believes this complication is not due to farapulse system, but more overall due to the patient general condition. It was a very dilated left atrium and thus the physician had some difficulties to find the veins. But once they were found, physician experienced no complication to ablate them. The procedure was aborted at the third vein. The fourth vein was not ablated. The procedure was not completed and the patient left the cath lab stable. The transseptal puncture went well and no effusion was discovered at the end of the procedure. The patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by facility). A supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was disposed by facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.